Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4). Product type: catheter. (B)(4).

Event description:
It was reported that the pain medication levels had been changed all the time. The patient had been admitted to the hospital for withdrawal and overdose many times in the past. The patient had an upcoming appointment to discuss these issues with their physician. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.